Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris secondary set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing defective.

Event description:
No additional information.

Manufacturer narrative:
The 72213n sample for this complaint was visually examined, and the set had no defects or abnormalities. The set was infused with water to test for leaks or other issues, but none were found. The customer complaint of damage/set broke could not be verified. The root cause for the failure could not be verified without a replicated failure. Device history record review for model 72213n lot number 24043013 was performed. The search showed that a total of(B)(4) units in 1 lot number was built on 02apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.